Manufacturer narrative:
Device passed the displacement and rewind test. No unexpected rewind anomalies noted. However, device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for prime or fill anomalies due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump kept rewinding. The user stated that they were not able to fill the reservoir. No harm requiring medical intervention was reported. The insulin pump is not expected to return for analysis.